Manufacturer narrative:
The dfm100 assy therapy (s/n (B)(6) was returned to philips for additional analysis. The complaint was escalated for technical complaint investigation and the results indicate that the pca passed all tests during op check, general testing and no fault was found. Based on the information available and the testing conducted, there was no fault found. The reported problem was not confirmed.

Event description:
Philips received a complaint on the defibrillator indicating that the device had pads/paddle current source error. The device was in preparation for use on a patient, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6).a follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This is to update the device use info. In problem description.

Event description:
Update: philips received a complaint on the defibrillator indicating that the device had pads/paddle current source error. There was no patient involvement.